Event description:
A health care professional (hcp) reported a home patient (hp) with 4 incidents of the minicap falling off of the transfer set. The hp rec'd ancef 750mg. Intraperitoneally (single dose) and transfer set changes by the health care professional. No pt injury per the health care professional.